Event description:
A piece of absorbable anchor broke off during procedure, endoscopic rotator cuff repair. Arthrex ar-2323bslc suture anchor bio swivellock, 5.5 x 19.1 closed eyelet. Mini open rotator cuff repair done, piece retrieved, incision closed.